Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code batch regarding the same issue, closed as not confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample; the suture is outside the first packaging and the second packaging is missing. We have checked the opened sample received and observed that the visual appearance of the suture thread is not consistent with the expected standard. Along the length of the suture, segments presenting surface roughness can be identified. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: according to the investigation results, the most probable root cause is linked to a localized variation during the raw material extrusion process. The condition is strictly limited to a superficial roughness of the thread and has been classified as a visual/cosmetic defect, with no impact on product integrity, performance characteristics or clinical functionality of the suture. A thorough review of manufacturing and quality controls including raw material acceptance, in-process controls and final inspection confirmed that all specifications were met. Additionally, no similar cases have been confirmed through production monitoring or post-market surveillance activities, indicating that the event is isolated and non-systemic. A risk-based assessment has confirmed that there is no impact on patient safety, device performance or regulatory compliance. Final conclusion: considering that the opened sample received shows that the product does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed based on the evidence observed in the received open sample. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monomax suture. The client reported that during the initial opening and inspection of the suture, tactile irregularities resembling a barbed suture were detected along the proximal third of the strand adjacent to the needle. The suture was therefore not used in the surgery, withdrawn, and retained for investigation. Service: general surgery. No patient innvolved, no patient injury, no delay in surgery.